Event description:
(B)(6) received information that four days following the sapien 3 implant within an existing (B)(6) transcatheter aortic valve, ventricular fibrillation was identified via telemetry monitoring. The patient was pulseless and unresponsive. Do not resuscitate (dnr) was in place and the patient¿s death was declared. The death was reported as a cardiovascular death. The reported cause of death was ventricular fibrillation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).